Event description:
N/a.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in iabp circuit. It was reported that the hospital staff changed out the iabp and the alarms stopped. There was no adverse event reported. The fse was unable to duplicate the issue. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has alarming leak in circuit .the iabp was changed out and the alarms stopped. There was no patient harm reported .